Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was a temperature change on the pump. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose was 430 mg/dl.